Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with the blood glucose value of 20 mg/dl and was hospitalized to treat hypoglycemia. The current blood glucose value was 75 mg/dl. Troubleshooting was performed. Customer reported over delivery of insulin. Customer passed out due to hypoglycemia. Low blood glucose was treated with glucagon and emergency room visit.  The pump was used with the 48 hours of the reported event and smart guard/auto mode was active at the time of event. No further patient complications were reported. Customer was advised that the pump will be replaced. The device will be returned for failure analysis.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Retainer ring = black case type = ngp customer returned device for an alleged cosmetic damage located at the piston/reservoir compartment, possible over delivery, visit to emergency room, ems dispatched and blacked out for low blood glucose found on nov 26, 2022. No damaged/broken piston/reservoir compartment noted during visual inspection. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08670 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 26-nov-2022, there is no unexpected alarms/suspends and found bolus wizard delivery of dailytotalofbolusinsulindelivered: (10.1 u) 11/26/2022 07:34:45.000 normalbolusdelivered (220) normalbolusamountprogrammed: 48000 (4.8 u) bolusamountdelivered: 48000 (4.8 u) 11/26/2022 21:31:00.000 squarebolusdelivered (221) squarebolusamountprogrammed: 30000 (3 u) squarebolusamountdelivered: 30000 (3 u) 11/26/2022 22:35:00.000 squarebolusdelivered (221) squarebolusamountprogrammed: 23000 (2.3 u) squarebolusamountdelivered: 23000 (2.3 u) the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted during the testing. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on: 11/19/2022 18:20:09.000 low battery alert was recorded and found in the formatted history file on: 11/19/2022 14:34:00.000 earliest power data available per the power management tool/detail trace file is on 03-dec-2022 at 9:03:56 am. There was no power data available for the date of 19-nov-2022. Unable to check power data for low battery alert. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. ¿ the original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The pump had a high sleep current measurement (unexpected battery power loss or replace battery alert/replace battery now alarm), suspected on the board 1. Force sensor zero offset within specification (23.4 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a cracked case behind the pump near the battery tube compartment. Cosmetic damage at the piston/reservoir compartment was not confirmed, however, other cosmetic damage was noted. Unable to verify customer alleged for low bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible over delivery was not confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm was confirmed, suspected on the board 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
Corrected/missed event description: customer reported having a low blood glucose below 20mg/dl and blacking out on (B)(6) 2022. 911 was called and customer was taken to the emergency room. Customer was treated with glucagon. Customer was not hospitalized. Customer was thinking the piston was broken and alleged over delivery. Pump was used at the time of the incident. Per customer, auto mode was not used. It was unknown if sensor was used.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been added, which was missed in the initial and follow up report. The missed information has been provided in section b1, b2, h6 under health effect - clinical code: 2418 with this report. Information has been corrected which was not completely correct in the initial report. The corrected information has been provided in section b5, h1 with this report. Information provided in the initial and follow up report in section h6 under health effect - impact code: 4607 was incorrect.